Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for back pain w/o leg pain and no n-malignant pain. The patient reported that it was taking a long time to get a bolus. Patient stated it would stall at 90%. Agent asked for event date detail but patient stated, "quite awhile". Patient service agent walked patient through clearing data on the handset.

Event description:
Additional information was provided from a consumer stated that the handset was slow. The patient representative (rep) confirmed that the handset was lagging at 90%. The agent reviewed the data and assisted the rep through deleting the data. The patient was sleeping, so the agent was unable to have the rep connect the equipment to the patient's pump. The rep will call back if further assistance is needed. When asked for the event date, the rep stated that it was probably closer to a month ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.